Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This report is submitted because the second clip delivery system interacted with the first implanted clip (B)(4) and the first clip detached from the posterior leaflet and remained attached to the anterior leaflet. Chordal rupture occurred. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Echocardiographic visualization was difficult. The first clip (B)(4) was deployed in the medial commissure of the mitral valve and the mr remained at 4. The second clip delivery system (B)(4) was advanced to the mitral valve and was positioned lateral to the first clip. However, while the grippers on the second clip were raised, the grippers interacted with the polyester fabric covering of the first clip and the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A posterior chordal rupture occurred. The second clip was deployed lateral to the first clip. With the two clips implanted, there was limited reduction in mr, grade 3-4, with some pulmonary vein flow and effective regurgitant orifice area improvement. There was no clinically significant delay in the procedure. The patient is clinically stable. No additional treatment is planned for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device being damaged by another device (second clip contacting first implanted clip) appears to be a result of user technique/procedural circumstances, as the second clip contacted the first clip. As such, the first clip detached from the posterior leaflet. Therefore, the single leaflet device attachment (slda) of the clip was a result of the devices contacting each other (procedural conditions). The reported patient effect of tissue damage appears to be related to the slda and thus related to procedural circumstances. It should be noted the reported patient effect of mitral valve injury (tissue damage) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.